Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent moved on balloon. The very tight stenosis was located in the ostial superior mesenteric artery. A 7.0x20x135 cm express® ld iliac / biliary stent was advanced to treat the lesion. However, as the stent was advanced, it was noted that the stent slide off. The procedure was completed with a new stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by manufacturer: the delivery system was returned for analysis. The stent was returned fully attached to the complaint device. A visual and microscopic examination was performed on the returned delivery system. The balloon was tightly folded and did not appear to have been subjected to positive pressure. The stent was noted to have moved approximately 10mm forward on the balloon material. The stent was still noted to be fully crimped and no damage or any issues were noted with the stent that could have contributed to the complaint incident. No damage or any issues were noted to the balloon, tip, markerbands or shaft of the device that could have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the stent moved on balloon. The very tight stenosis was located in the ostial superior mesenteric artery. A 7.0x20x135 cm express® ld iliac / biliary stent was advanced to treat the lesion. However, as the stent was advanced, it was noted that the stent slide off. The procedure was completed with a new stent. No patient complications were reported and the patient's status was fine.